Event description:
It was reported that the right atrial lead had an apparent conductor fracture. High impedance and both oversensing and undersensing were also noticed on the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.